Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Manual adjustment of the door switch restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system was closed but the software displayed the door was open. The radiologic technologist (rt) in the operating room (or) applied pressure to the covers and restored functionality. There was a reported delay to the procedure of 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient information received. If information is provided in the future, a supplemental report will be issued.